Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that this was the first time they had done anything with the equipment since the surgery. Agent walked patient through how to connect to the implant. Patient was able to successfully connect to implant and therapy was off. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient said they will call healthcare provider (hcp). Patient stated they wanted to continue with education after they talk to hcp about therapy being off.

Event description:
Additional information was received from the health care professional (hcp). The hcp stated that the cause of the therapy being off was determined. The hcp stated that the most likely cause of the event was due to the patient inadvertently turned the therapy off. When asked about the steps taken to resolve the issue, the hcp stated that the patient came to office and was educated on the device. The hcp confirmed that the issue was resolved. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.